Event description:
The customer's family member called to report that the pump goes off no power without a low battery warning. Also it was stated that the pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. The alarm history revealed only a battery out of limit alarm. Device was not dropped or bumped.